Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer¿s blood glucose level. The customer was unable to resume insulin therapy even after guidance from technical support on loading a new cartridge, as the alarm continued to persist. Consequently, the technical support team arranged to replace the customer¿s pump. The customer agreed to return the faulty pump using a pre-paid label and temporarily switch to multiple daily injections as a backup insulin delivery method.